Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown the customer stated that the notification light did not stopped immediately. After troubleshooting power error alarm again occurred. The insulin pump will be returned for analysis.